Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was having neurological problems since over a year and half to two years ago and having permanent nerve damage and thought it was caused by their implant. The patient asked if the implant would cause paralysis. The patient reported they turned the implant off a year ago because they would get random shocking in 2018. The patient stated they were never told about MRI guidelines and they were lied to because the device couldn¿t be removed as easy as it was implanted due to scar tissue. The patient stated they were having several other medical issues by other healthcare providers and they thought the implant caused some of the issues they were having. The patient noted working with a representative several years ago for programming or if stimulation was too high, their prior healthcare provider retired, and they didn¿t have a managing healthcare provider. The patient was sent healthcare provider listings and advised to follow up with a healthcare provider. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from a consumer. It was reported that the ins has been off since 2017 since the patient was shocked and burned her spinal cord during a MRI. She got burned and now has nerve damage from the incident. She wants it taken out. She said they might not be able to get it all out if there is a lot of scar tissues. The patient had an MRI and CT-scan done but it was not able to provide the information she needed. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID: 3889-28, lot#: va04a8q, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated: after implant the patient had bleeding due to their clotting disorder at the incision site and she had to have it re-bandaged the day of surgery. The patient had bleeding again the same day and had to go to ER and they bandaged it again. Patient had to be hospitalized shortly after implant because she had loss of feeling in her leg due to nerve irritation which she thought was related to the implant, the loss of feeling to the leg had since resolved. Patient also reported they had an MRI 2015 and they were shocked; it was extremely painful and burned at the wire site and the device shut itself off. Patient had random shocks after that and so the device was turned off. The shocking has since resolved.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28 lot# va04a8q product type lead.

Event description:
Additional information was received from a health care professional. It was reported that the detail on the MRI in which the patient reported sustaining nerve damage after being burned and how and when the nerve damage diagnosed in relation to the MRI was unknown to healthcare professional. The patient not seen the healthcare professional since the follow up since the incident occurred and tried to contact patient but not successful. No further information was provided. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va04a8q product type lead the previous g4 should be 2020-04-16 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.